Event description:
It was initially reported by the physician that the pt showed high lead impedance on system diagnostics. Normal mode diagnostics was within normal limits. No x-rays were taken and pt would be referred to surgeon. Good faith attempts to obtain additional info has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.